Manufacturer narrative:
Siemens went onsite, and performed a total service call. There were some concerns with the storage of the cov2t packs onboard around the time the assay was calibrated on 8/25/2020 through 8/26/2020, as the calibration was valid, but the low calibrator had a %cv of 10.2%. New reagent packs were placed onboard, and the acid/base were replaced. Sample handling was reviewed, and it was recommended the account centrifuge samples for 10 minutes instead of 5 minutes (customer procedure). A precision study was run using samples handled with the 10 minute centrifugation recommendation, and after replacing reagent, and acid/base. The precision study was acceptable. The account stated the system is operational, and imprecision of the sample was due to an unknown issue with reagent onboard or a system issue when the sample was processed. The limitations section of the instructions for use states: "this assay should not be used to diagnose, or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation, and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Based on the information provided, no product non-conformance was identified. The system is operational.

Event description:
The customer observed an initially reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result that was non-reactive (negative) upon repeat testing. The reactive result was not reported. There are no reports of patient intervention adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00241 was filed on september 14, 2020. The MDR stated the imprecision observed was due to an unknown issue with reagent onboard or a system issue when the sample was processed. Additional information - december 30, 2020 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation conclusion code was updated.